Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis patient that a fluid leak during drain 4 of 5 of a peritoneal dialysis treatment was encountered. The patient also reported an air detected in cassette during dr 4 of 5. The fluid leak was located in the cassette housing. Fluid was also beneath the cycler (after opening cassette door). The treatment was cancelled. Patient reported not intending to complete the treatment. Patient was advised to contact the clinic or peritoneal dialysis nurse. Patient was advised to discontinue use of the cycler. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments were missed. The patient resumed treatment on a replacement cycler. Additional information was solicited.